Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material is likely caused by the use of products that contain silicone can cause deposits of white foreign material; however, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air water tube/cylinder and jet tube. There was no patient involvement.